Event description:
Customer reports that the automatic applier does not deliver the clips. No patient injury or intervention reported.

Manufacturer narrative:
Sample not available at time of this report. A follow-up report will be submitted if sample becomes available or if additional info becomes available.